Event description:
Customer reports, during a routine procedure, four needles in a row broke in the patient's mouth. (Same patient). All needles were removed or pulled out with a hemostat. No x-ray was used and no injury or complications to the patient were reported.

Manufacturer narrative:
Co also checked for cannula to hub retention force. These results were well above specification. Lot history records show no defects which could contribute to the problem reported. Manufactured retained samples were tested as above, and passed all tests. Co knows from past experience that bending and subsequent restraightening of dental needles can cause them to break. This may have been a factor in the reported event.